Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a broken belt clip. His blood glucose was 426 mg/dl. Customer's high may be due to an infusion set or site issue. Customer reported he has not found any bent cannulas. A replacement belt clip was sent. Nothing further reported.